Manufacturer narrative:
(B)(4). Tyvek delamination. One device and tyvek lid were returned for analysis. No ees carton or package blister was returned. Tyvek lid was visually examined and tyvek delamination was confirmed. The tyvek likely tore and separated while peeling open due to tyvek delamination (separation of tyvek layers). Tyvek delamination causes the package to be difficult to open. Investigations have been conducted on this issue. Complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an open colon procedure, the tyvek wrap separated from the plastic in odd manor and the rn questioned sterility of the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.